Event description:
Physician had deployed one hem-o-lok clip to tie ligatures and was deploying a second hemolock clip. The second clip did not deploy correctly and resident was using graspers to retrieve clip out. As it was coming out of the trocar, it was lost. Physician removing it thought it had come out of the trocar and sprung out of the grasper somewhere in the operating room. Attending did multiple visual inspections internally of the abdomen, pelvis, and bowels but did not see clip. There was a search of the operating room and clip was not found. X-ray of abdomen and pelvic area also did not show a clip. Disclosure was done to the patient that the clip may be somewhere inside of her abdomen.